Manufacturer narrative:
Analysis was able to confirm the reported broken output connectors. Analysis was unable to confirm the reported sensing issue. The epg passed all incoming and bench tests. Analysis also noted that the lower case was damaged by the plugs, the internal power cable wires were exposed above the connector, the hanger was broken, three plugs were damaged, and all six plugs were incorrectly seated into the case. All found defective parts were replaced and all other identified issues were resolved. The device passed final functional and system tests. No other anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) was not sensing. The caller was advised to return the epg for service. There was no patient involvement. It was further reported that the epg had cracked output connectors. The epg was returned for service.